Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device had infection that was not related to the leads. This device was explanted. No additional adverse patient effects were reported.